Event description:
It was reported that the patient experienced syncopal episodes due to loss of capture. Exit block occurred in these situations. The patient was scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.